Manufacturer narrative:
Philips has investigated this complaint. It was reported that device failed to boot up. Upon further inspection, philips field service engineer (fse) found host pc disk bay and dvd writer were defective. Part analysis for defective part found to be dvd sata cable failure. Fse replaced the host pc and imported new license. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system host pc bootup failed. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc was replaced, the system was returned to use in good working order.